Event description:
A (B)(6), male, patient, contacted zoll customer support to report constant check therapy pad alarms. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt serial number (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon receipt, the electrode belt failed the pulse lead hi-pot test. The cause for the test failure and the check therapy pad messages was holes in the insulation of the black pulse wire in the trunk cable. The exposed wire made contact with the distribution node pca during the hi-pot test causing it to short. The root cause for the holes in the pulse wire insulation cannot be positively determined. No adverse event resulted from the damaged wire. The patient received a replacement electrode belt.